Manufacturer narrative:
On january 10, 2022, mentor became aware that the right side lot and serial number was (B)(6) respectively. Corresponding fields have been updated on this form. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 22, 2021, mentor became aware of the following: hence, the following fields have been updated on this form: date of adverse event has been updated to (B)(6) 2007 under field b3. Field d1 for brand name has been updated to "mentor memorygel breast implant". Field d4 for catalog number has been updated to "3503504bc". Field d4 for lot number has been updated to "5715884". Field d4 for serial number has been updated to (B)(6). Field d4 for unique identifier( UDI) has been updated to (B)(4). Field g4 for PMA/ 510(k) has been updated to "p030053". Clinical code "wrinkling" has been added under field h6. Clinical code "autoimmune disorder" was added which replaced generalized illness to capture reported fibromyalgia. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified gel mentor smooth breast implant (memory gel silicone smooth high profile round 350cc) and suffered from generalized illness symptoms. The patient experienced health issues, 47 common symptoms. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right side.